Event description:
Over the past several mos, rptr has become aware of at least 5 women who claim to have had breast implants, either cosmetic or reconstructive by surgeons using silicone implants. None of the women were informed of being a part of any clinical trials, nor were they familiar with what clinical trials were. None of the women would reveal the names of their plastic surgeons. However, recently the complainant was speaking to a pt, who wanted to remain anonymous. Who noticed a change in one of their breasts. The pt had silicone implants about 20 years ago, and thought that one might have ruptured. Went to see a reconstructive surgeon about having an MRI to see if one had ruptured; but whether it did or not, they wanted to have them replaced with saline. The plastic surgeon told them they didn't need an MRI, that a mammogram would show if the implant had ruptured. If it had ruptured, they could replace it with a silicone implant; however, the choice would be theirs. There was no mention of a clinical trial or compassionate replacement. Complainant said they have been doing a lot of research and according to what they have read, the only way to tell if the implant has ruptured is by an MRI, not a mammogram. The pt is going to get a second opinion.